Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an equipment check it was observed that the motor device was running hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition that the device was running hot was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device failed pretest for thermistor assessment, displayed an e6 error code on the console, the motor would not run, and the flex circuit was worn out. It was determined that these issues were due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.